Manufacturer narrative:
The stapler sureform 30 instrument has not been received for failure analysis evaluation.

Event description:
Intuitive surgical, inc. (Isi) received FDA medsun report with uf/importer report #(B)(4) stating: "da vinci sureform 30 stapler was being used during case when stapler malfunctioned, and small metal piece broke off. Resident was able to retrieve broken piece and extract from patient." Isi has attempted to gather additional information regarding the reported event; however, no response has been received.